Manufacturer narrative:
One cardiomems patient electronics power cord was received for investigation. Visual inspection did not identify any frayed or exposed wires on the power cord. The power cord was tested and functioned as intended. The reported event of frayed wires on the power cord was not confirmed.

Event description:
It was reported that frayed wires were identified on the power cord. The cord was replaced and there were no adverse consequences reported.